Event description:
The customer reported that since he received the new insulin pump his blood glucose has been uncontrollably high. The customer stated when he removed the reservoir from the device, the insulin spilled out of the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.